Manufacturer narrative:
Device passed displacement test and self test. Device communicated properly with test guardian link transmitter and blood glucose meter. No lost sensor alarm noted during testing. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure more than once. The customer¿s blood glucose level was 109 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the alarm occurred during self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.